Manufacturer narrative:
(B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctate staining of the cornea, decreased vision, corneal opacity and edema.¿ the event reported may be consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. The complaint sample was not returned for evaluation. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Consumer posted via social media that the case used for the hydrogen peroxide disinfection solution tore two pairs of their contact lenses resulting in a corneal infection. Consumer indicated that there was an ER visit and three follow-up visits with a doctor. Although the consumer indicated that they would provide additional information, no further communications were received. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.